Event description:
Device alleged to be involved in a pt death. Further details received in 02/04 - ebme dept at hosp tested the device and found that pump was running at three times set rate. Police have taken the device away and contacted agency for further instructions. No further info available at present (a questionnaire has been sent to the hosp requesting more info) - hospital ebme dept will release their test results when authorized.